Event description:
Caller reported experiencing an alarm 2 followed by alarm 26, along with an occlusion event earlier in the day. Although the caller noted multiple previous occlusion events, the issue did not cause the customer's blood glucose to exceed 500 mg/dl or the cgm to read "high." To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin delivery. Additionally, cts was to complete a pump system check for further resolution.